Event description:
It was reported to philips that the system's wireless footswitch was not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.